Event description:
It was reported during in clinic follow up that the patient showed signs of heart failure and rv paced induced cardiomyopathy. The right ventricular lead was explanted and replaced. The patient was stable post procedure.